Event description:
During a poba procedure, the physician inserted an amphirion deep pta balloon catheter in a lesion in the sfa which exhibited 100% stenosis, severe calcification and strong tortuosity. No resistance was encountered during the balloon insertion or with the guide wire; however it was reported that, as strong resistance was encountered during device removal, strong force was applied and the shaft detached in vivo. The detached part of the device was removed with snare and biopsy devices. The procedure was completed with another amphirion deep with no issue reported. There was no health hazard caused to the patient. Device evaluation: the catheter shaft was broken in the monorail zone and returned in two parts. The balloon was unfolded. A 0.014" gw was inserted in the distal part without any friction but it did not exit out of the monorail due to several kinks in this zone. Based on results device evaluation, it can be confirmed that the entire device was removed from the patient.

Manufacturer narrative:
Results: strong force applied to the device during removal from the body. Conclusion: strong force applied to the device during removal from the body. (B)(4).